Event description:
The pt called lifescan (lfs) in 2005 alleging low readings on the lifescan meter. A medical affairs specialist (mas) was unable to get in contact with the pt two days later; therefore, sent the pt a letter to contact mas to obtain/verify clinical info. The pt spoke to customer services on the 4th alleging that the meter displayed a low reading below 100 mg/dl; however, does not recall the exact reading. The pt did not experience any symptoms at the time of testing. Greater than 30 minutes later, the pt went to the clinic and the reading was 550 mg/dl. The pt was treated with insulin; however, does not recall how much insulin they were treated with. The test strips the pt had been using were expired. Using expired test strips can lead to false blood glucose reading. The technique of applying blood on the test strip was correct. The pt was unable/unwilling to verify the unit of measurement. There is no info on the pt's diabetes regimen, and if they were basing treatment on the meter readings, how often they tested, if they used the meter in the preceding days, etc. Customer service sent the pt a replacement meter.